Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. Visual inspection was performed and found that the male luer collar was missing. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal coupler of a clearlink solution set was cracked. This was noted during infusion of propofol. The reporter stated that this did not lead to an interruption in therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.